Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. Visual inspection of returned devices from the same lot confirmed that the units were fractured. Review of device history records and device specifications for these devices revealed a discrepancy in the required level of material hardness. Evaluation of returned devices from the same lot revealed one to be conforming and one to be non-conforming to device specifications. As device has not been received for this complaint, this has not been able to be tested or confirmed in this instance. Investigation into the issue of hardness level was completed and no further actions were deemed necessary.

Event description:
During a distal tibia open reduction internal fixation procedure, the drill bit fractured in the patients bone. Additional cuts were required to removed the fractured pieces from the patient's bone and another drill bit was used to complete the procedure.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual analysis of the product confirms the instrument is fractured approximately 1cm up into the threads of the tip, and there are seven (7) loose fragments ranging from .25cm to 1cm in length. Microscopic analysis was conducted, but the fracture artifacts did not suggest a fracture mode. An x-ray fluoroscopy scan conformed the drill to be made in conformance with product specifications. The device was also subjected to hardness testing, and was measured at a higher rating than specified. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.